Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head was returned with the device. It was also noted that the trip wire was secured in the handle assembly and it was partially rolled in the handle assembly. Additionally, the trip wire was bent at the distal section and the slack of the trip wire was not removed. The suture was broken and attached to the ligator head. This was likely broken to separate the device from the endoscope. The ligator head was returned with all the bands attached to it, and some bands were moved out to their original position and caught under other bands, indicating that the device failed to deploy. Some ligator head teeth were damaged. The suture hole was in good condition and damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that it is most likely that the slack was not removed properly as mentioned in the instructions for use. This condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and an inaccurate deployment of the bands. This could have resulted in more tension on the ligator head teeth which resulted in bending. Additionally, the trip wire was found kinked. This was likely related to the manipulation of the device when the user rotated the handle or during the initial set up when advancing through the endoscope. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic submucosal dissection procedure performed on (B)(6) 2021. During the procedure, the device did not fall off after hearing the sound. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic submucosal dissection procedure performed on (B)(6) 2021. During the procedure, the device did not fall off after hearing the sound. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.